Event description:
Physician performed a novasure ablation. During laparoscopy on the uterus; it was noted to have two thermal burns. The bowel was inspected and no abnormal tissue observed. Pt will be followed with daily phone calls by physician. The novasure generator and disposable device have been taken out of use. Engineering and company have been notified. The physician is experienced using the device.